Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: conductor breakdown. The reported event of driveline power fault alarm was confirmed with the data retrieved from the returned system controller serial # (B)(6). The log file retrieved from the returned device captured the driveline power fault alarm, which was associated with a power a broken fault code. The alarm became active on (B)(6) 2023. The system was unaffected and continued to operate within the set speed limit value (5,200 rpm) and low speed limit value (5,000 rpm). The system controller was tested, and no functional issue was identified that could be correlated to the reported issue. The root cause was determined to be due to the modular cable. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called to alert of a driveline power fault advisory. An x-ray of the driveline was performed and the engineers recommended a controller and modular cable exchange. The alarms resolved with the exchange. Reference regulatory report MFR # 2916596-2023-03187.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.